Event description:
A total hip arthroplasty patient whose original surgery took place on (B)(6) 2013 returned for a follow-up visit complaining of leg length shortening. The patient did not complain of this issue on the first post-operative visit, ten days after surgery.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated a mako surgical. The surgeon noted that the stem visibly subsided, based on the x-ray taken on the date of event. The surgeon stated that the most likely cause of the subsidence was that the stem may have been a size too small. The surgeon will discuss a possible revision next month. The investigation is currently ongoing and a supplemental report will be submitted if reportable results are obtained.